Event description:
The user facility reported that during a robotic-assisted patient procedure the table began to move without being commanded to do so. The procedure was completed successfully after a minimal delay and no injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician arrived onsite and over several hours of testing was able to duplicate the reported event. The technician provided the user facility with a list of recommended parts which he determined needed to be replaced. The user facility contacted the technician and stated that they will not be repairing the table and do not intend on placing it back into service. The table was manufactured in 1994 and has been in use for approximately 18 years. The user recognizes the table has met its useful life. Steris recommended to the user that if not repaired the table must properly be disposed of.